Event description:
In 2004, a dual drive console (ddc) supporting a biventricular assist device patient was unplugged to transfer the pt from the or to the ICU and both modules on ddc shut down. The pt was hand-pumped to the ICU unit, the ddc was plugged back into the acpower and resumed normal pumping.